Event description:
It was reported that the catheter was broken. A direxion catheter infusion was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported.